Event description:
During t2 humeral nail surgery, the surgeon inserted the locking screw to most proximal screw hole of the nail. However, when the surgeon confirmed the image on x-ray, it was found that the locking screw had come off from proximal screw hole of nail. Therefore, the surgeon removed the screw, and inserted the screw again. The surgery was completed.

Manufacturer narrative:
Na.